Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. The companion external battery will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion external battery discharge time was outside the testing acceptance criteria.

Manufacturer narrative:
Initial system management (smbus) data review revealed the full charge capacity to be low which aligns with the reported issue of discharge time outside the testing acceptance criteria. The root cause for the low capacity is due to the battery being subjected to a number of deep discharge cycles and therefore is no longer able to deliver its full capacity. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4734 follow-up report 1.